Event description:
"Snap ring disassociation from bipolar head. Perhaps the snap ring was not fully engaged-dr. Wanted to remove the product and implant new one." During a regular visit, the surgeon reviewed current x-rays and noticed that the ring seemed to be disassociated from the bipolar head. A revision surgery was conducted the next day, where the metal ball head and bipolar head were replaced with new articles of the same number. There are no reports of pt problems or pain prior to the check up. It is not clear if there was a procedural deficiency during surgery, or a device deficiency, so section b1 product problem was also selected. A device evaluation will be performed to help determine if the disassociation may have been product related.